Event description:
A (B)(6) pt underwent nanoknife treatment on (B)(6) 2011. During the treatment, an adverse event occurred. The pt developed a pneumothorax as the probe trajectory traversed the pleura and diaphragm to access the targeted site of ablation. Clinician feedback on the day after procedure ((B)(6) 2011) stated that the pt would probably be discharged the following day.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics, therefore, a device evaluation was not conducted in regard to this event. During a review of quality inspection and manufacturing documents, it was determined that the device met all specifications and quality requirements. A review of the hardware service database found no service orders for the generator around time time of the issue. The cause of the pneumothorax is likely a result of the probe placement through the pleura as described by the treating clinician. Pneumothorax is a known potential adverse effect that is documented within the nanoknife instructions for use (ic 038 rev d) document. This event will be trended and monitored by angiodynamics complaint handling department. Internal complaint #(B)(4).